Manufacturer narrative:
The information for the additional initial reporter phone # is as follows: e1. Initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use with a bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement vial was observed to be contaminated with mold. There were no health impact or consequences reported.

Event description:
It was reported during use with a bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement vial was observed to be contaminated with mold. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 4264181 is composed of mgit panta batch 4264176 and mgit 960 growth supplement batch 4264177. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review for mgit 960 supplement kit batch 4264181 was satisfactory. No quality notifications were generated during manufacturing. The batch history record reviews for mgit panta batch 4264176 and mgit 960 growth supplement batch 4264177 were also satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other duplicate complaint was taken on kit batch 4264181. Complaint can be confirmed through photos provided, so retention sample inspection is not indicated for this complaint. Four photos were received to assist with the investigation of this complaint. There was one photo of a growth vial with mass floating in media. One photo showed a growth vial of batch 4264177 exp 2026-03-13 beside a cap with a greenish mass and liquid. Two photos showed a growth vial with a mass floating in the media. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed from the photos for contamination. No complaint trends have been indicated for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.